Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles is coring. The following information was provided by the initial reporter, translated from french to english: date of event 16/12/2024 e ¿17:00. While tapping the rubber stopper of a bottle of zentiva calcium folinate in order to reconstitute the product, red stopper particles suspended in the reconstituted liquid. Description of foreseeable risks: none, as unused vial. Description of immediate action taken immediate measures product not used and new vial reconstituted.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 241001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) needle sample was returned with a syringe and a vial. The medication bottle returned presented no coring particles and the needle did not show signs of cannula point damage that could generate the coring effect. The needle was assembled with the syringe provided and used to puncture the vial to take medication; however, no signs of coring were found. We were unable to reproduce the reported issue with the returned physical samples. We would like to inform you that new material 303262 was created with a regular cannula bevel in comparison to former material 304622 that had a short cannula bevel. This means the way the needle punctures the vial must change. Material 303262 should pierce the vial at a 45¿60-degree angle to reduce the risk of coring. Based on the preventive measures in place, we believe it is unlikely that this reported incident resulted from poor or insufficient de-burring of the cannula during manufacture. Please see the attached document: ¿(B)(4) how to reduce coring with a sharp needle¿ for reference.

Event description:
No additional information.